Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an increase in left ventricular (lv) lead impedance and capture threshold was observed, along with a high pacing threshold measurement. The physician was notified and was aware of the fluctuations in thresholds and requested no clinical action. The lv lead remains in use. No patient complications have been reported as a result of this event.